Event description:
The customer reported that the system locked up during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable needs to be replaced. The customer cancelled the service call.